Event description:
Initial result for a patient sodium was 125 mmol/l. When repeated, the result was 135 mmol/l. The incorrect results were not used to guide therapy. The field service representive found the ise module was defective and repaired the instrument by replacing the ise module.